Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly, failed battery test, hardware low level failure alarm and the motor arm cannot communicate with the main arm alarm. Troubleshooting was performed. The alarms recurred and the issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, active current measurement, sleep current measurement, and self test. No pump error 4 alarms noted during testing. No failed battery alerts noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace at pin on keypad assembly.